Event description:
The device is used on sleep laboratory pts. The mask goes on the respiratory equipment on a CPAP device & blows air into pt's nose when the pt has a problem while sleeping. This allows for improved ventilation during sleep. There are metal ports on the nasal mask for oxygen or taking pressures. The ports are fastened to the mask with a nylon nut which is less than 1/4". The nut is in direct contact with the pt. During the study the nut came loose. Concern is that the pt could aspirate the nut.